Manufacturer narrative:
(B)(4). Article citation: ruda, rachel, et al. ¿clinical outcomes of ab interno placement versus ab externo placement of xen 45 gel stents.¿ ophthalmology glaucoma, 2022 jul 14:s2589-4196(22)00114-4. Doi: 10.1016/j.ogla.2022.07.002. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of: off-label implantation of xen®45 gts via ab externo approach in 60 eyes, intraocular pressure higher than 30 mmhg in 9 eyes, hyphema in 6 eyes, choroidal effusions in 5 eyes, rebound iritis in 4 eyes, iris obstruction of stent in 3 eyes, wound leak in 2 eyes, hypotony maculopathy in 2 eyes, xen erosion and removal in 1 eye, corneal decompensation in 1 eye, symptomatic bleb extension in 1 eye, cystoid macular edema in 1 eye, corneal abrasion in 1 eye, bleb needling in 20 eyes, open revision with tenonectomy in unknown eyes, and repeat xen implant in unknown eyes, were noted in the article: "clinical outcomes of ab interno placement versus ab externo placement of xen 45 gel stents" ophthalmology glaucoma (2022).